Manufacturer narrative:
The call ended before the customer's personal information or product information ) could be obtained. It's not possible to determine the manufacture date without the product information..

Event description:
The customer received a blood glucose reading of 190mg/dl on the contour. He took 5 units of novolog, felt fine and went to sleep. He also takes lantus. The next morning he woke up with emergency personnel taking care of him. His nurse had found him passed out. His blood glucose was 37mg/dl, but it was not clear what meter was used. The call ended before further information was provided. No product expected to return and no product replaced.